Event description:
The lens did not center correctly into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00096 for the intraocular lens used with this delivery device.